Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00719. It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead (a) found a kink on tubing and two the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.